Event description:
Customer reported she was having issues with sensor readings. Customer stated her sensor was reading 40 mg/dl and was going into threshold suspend and blood glucose was 280 mg/dl. Customer state the first time it suspend blood glucose was 175 mg/dl. Same issue has occurred with three other sensors. On november 19, 2014 sensor reading was 40 mg/dl and blood glucose was 115 mg/dl. Troubleshooting for current readings was done. Customer was advised how to properly calibrated the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors, and performed testing. One of three failed per specifications. No isig readings were detected. The transmitter passed per specification. The remaining sensors passed per specification with accurate readings. Found three bent cannulas, but unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.